Event description:
It was reported that the customer's pump screen was dark and would not turn on, with difficulties pressing the quick bolus/wake button. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to attempt several troubleshooting steps, including confirming the pump is not plugged into a power source and pressing the button with the tip of their finger, but these did not resolve the issue. Once the pump was plugged into a power source, the screen turned on, but the display could not be accessed when unplugged. Technical support arranged for a replacement pump to be sent and instructed the customer to keep using the current pump plugged into a power source until the replacement arrives. The customer was also informed to return the defective pump to avoid billing and to program their settings into the new pump upon its arrival.